Manufacturer narrative:
The pump interrogation revealed the drug listed solely as morphine. Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The representative later reported that the specific withdrawal symptoms were sweating and more pain. The reason for the MRI was for an ¿other¿ medical reason. The pump was interrogated after the MRI on the same day as the MRI but normal function was not observed at that time. As reported, the motor stall recovered but after two hours. It was further clarified that the MRI had taken place on (B)(6) 2017 and it took "+ 4 hours" before the pump started up again after the MRI. ¿new pump¿ was reported in regards to how the patient was currently doing and receiving effective therapy. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient in (B)(6) who received morphine 400 mg/40 ml (10 mg/ml) at a dose of 11. 514 mg/ml and clonidine 2 mg/40 ml at an unknown dose via an implantable pump. The pump printouts received only indicated morphine infused. The lot number of medication, dose of clonidine, and the concomitant medications were not obtainable and the patient¿s medical history was not known. It was reported that during normal use a critical alarm, rotor stall and withdrawal symptoms had occurred. Although the event date was reported as (B)(6) 2017, diagnostic testing/troubleshooting included reading the logs which indicated that the pump had stalled on (B)(6) 2017 at 14:05, recovered that same day at 14:12 and then stalled again that same day at 20:00. A motor stall recovery occurred on (B)(6) 2017 at 00:11. Regarding any environmental, external, or patient factors that may have led or contributed to the issue, it was reported that the patient had a magnetic resonance imaging (MRI) scan two weeks ago and there was use of a non-approved medication, clonidine, in the pump. Interventions/actions were noted as a planned explant on (B)(6) 2017 and re-implantation of a new pump. The return of the pump for analysis was expected once explanted. At the time of the report, the issue was not resolved but the patient¿s status was now reported as alive-no injury. Clarification of the patient status was requested.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.